Event description:
It was reported that a patient underwent surgery as a result of artifacts in the CT image. The radiologist diagnosed a dissecting aneurysm but surgery did not reveal an aneursym. The scan was a 0.7 sec. Helical scan of the heart & lungs. Prior to surgery, the patient was not rescanned nor any segmented reconstruction of the images performed. Upon review of the images, ge CT advanced applications specialists clearly saw that helical motion artifacts of the heart & vessels were present (due to heart motion). This is a well known cause of artifacts in CT. The operator documentation contains a precaution in the CT safety section specifically addressing these types of artifacts, that they may emulate a dissection, & instructions of how to determine if an artifact actually exists.